Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age of the patient who was reported to be (B)(6). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after a diagnostic procedure. It was reported that a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported adverse patient sequela. Though requested, additional information was not provided.